Manufacturer narrative:
Upon receipt our at post market quality assurance laboratory, the electrode was thoroughly inspected and analyzed. Visual examination identified an abrasion through the insulation, 11 centimeters (cm) from the terminal end. The abrasion resulted in the internal conductor coil being exposed and the high voltage a cable was melted in this area. The damage was consistent with lead-on-can contact and the melting of the high voltage cable indicates arcing of the electrode, likely to the device case. An x-ray showed damage likely related to extraction damage due to evidence of a stretched shock coil at the proximal end.

Event description:
It was reported that the device was explanted due to premature battery depletion and a possible header issue. Upon explant induction testing took place, but poor sensing was seen and time to therapy was long. It was noted that a 65j shock delivered did not terminate the ventricular fibrillation (vf), and noise was seen as well as an out of range low shock impedance measurement. The patient had received an external defibrillation due to the non conversion of the induced arrhythmia. It was also noted that the patient had fibrosis which was removed. A new device was attempted to be implanted and a 10 j shock showed a normal shock impedance measurement thus a ventricular fibrillation (vf) was induced and provided a 65 j shock, a loud noise was heard and a low out of range shock impedance measurement was seen. Telemetry was lost and the device could no longer be interrogated. Noise was seen on an external electrocardiogram and external defibrillation was applied. Both devices referenced in tw 13447382 and 13444057 will be returned as well as this electrode which was suspected to have damaged the newly implanted device after delivering a 65 j shock. It was noted that the electrode was damaged during extraction. The electrode was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the device was explanted due to premature battery depletion and a possible header issue. Upon explant induction testing took place, but poor sensing was seen and time to therapy was long. It was noted that a 65j shock delivered did not terminate the ventricular fibrillation (vf), and noise was seen as well as an out of range low shock impedance measurement. The patient had received an external defibrillation due to the non conversion of the induced arrhythmia. It was also noted that the patient had fibrosis which was removed. A new device was attempted to be implanted and a 10 j shock showed a normal shock impedance measurement thus a ventricular fibrillation (vf) was induced and provided a 65 j shock, a loud noise was heard and a low out of range shock impedance measurement was seen. Telemetry was lost and the device could no longer be interrogated. Noise was seen on an external electrocardiogram and external defibrillation was applied. Both devices referenced in (B)(4) will be returned as well as this electrode which was suspected to have damaged the newly implanted device after delivering a 65 j shock. It was noted that the electrode was damaged during extraction. No adverse patient effects were reported.